Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tryy, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the introducer frayed a bit during the procedure. It was introduced through the skin a few times and then the health care professional (hcp) asked for a new one. The hcp used a replacement and the product issue was resolved. There were no patient symptoms associated with the event. If additional information is received, a follow-up report will be sent.